Event description:
As reported by the user facility: brief inquiry description: introcan safety 3 "bleeding back." Detailed inquiry description: the following is directly from the customers email notification of this issue: novant health forsyth medical center has been experiencing multiple failure events involving b braun 20g IV safety 3 catheters, product # 4251129-02, lot # 24k17g8374. Team members have reported the following: · "rns have expressed that they bleed back, similar to the issues the (recalled) 22g recall noted." "Thank you for reaching out. We have had several 20g IV catheters that when advanced into the patient's vein, blood would come out of the IV catheter. Usually, there is a small amount that stays in the catheter itself, but these in particular would leak blood. This is similar to how angiocaths used to function prior to the addition of the valves. Hope this is helpful. Thanks."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.